Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) suddenly went out and then it could not be powered on. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) suddenly went out and then it could not be powered on. No patient harm was reported. Investigation conclusion: the unit was sent in for evaluation under warranty. Inspection found the power supply unit loose with all securing screws missing and connectors disconnected from the motherboard, indicating the unit had been previously opened and not fully reassembled. The motherboard was found to have failed and was not available for repair, so the unit was exchanged. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 02/05/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor(s): model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) suddenly went out and then it could not be powered on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 02/05/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor(s): model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) suddenly went out and then it could not be powered on. No patient harm was reported.